Manufacturer narrative:
The lead remains in-service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with pericarditis symptoms, and a CT scan revealed that the right ventricular (rv) lead had perforated through the right ventricle free wall of the heart. The pacing threshold was elevated and impedance had dropped, but no loss of capture. The lead was repositioned with no further complications. No additional adverse patient effects were reported.